Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a hyperglycemia event with four infusion sets on (B)(6) 2025 due to a bent cannula. The patient noticed symptoms three hours after insertion. The infusion set was inserted in the abdomen and had been in use for two days. The patient was treated with multiple daily injections. No further information available.